Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair a portion of the distal tip of an expressew gun broke off into the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under power. It is noted that a portion of the jaw hinge pin is missing; the pin travels through the gun barrel to anchor the upper jaw and allow the jaw to actuate, the pin terminates at the gun barrel surface on both sides; on one side a portion of the pin has broken away leaving the pin to terminate further down rather than on the surface. Also a portion of the jaw is bent inwards, preventing the jaw from fully functioning properly. We cannot discern what caused the partial pin failure; we assume the missing fragment is what the complaint was referring to. However, the damaged jaw can be attributed to mis-use, or mis-handling, a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.